Manufacturer narrative:
After further review of additional information received. A patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes right lower extremity deep vein thrombosis (dvt), failure of anticoagulation therapy with resultant pulmonary embolus, anterior bladder wall focal thickening, mild degenerative disease at l1-l2, right parapelvic renal cyst, scattered sigmoid diverticulosis without diverticulitis, and left posterior pleuritic chest discomfort. The indication for filter was leg pain associated to significant right lower extremity dvt extending into the mid-thigh area. The filter was deployed just below the takeoff of the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned including, but not limited to tilting of the filter. Per the patient profile form (ppf), the patient experienced tilting of the filter, abdominal pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of right lower extremity deep vein thrombosis (dvt), failure of anticoagulation therapy with resultant pulmonary embolus, anterior bladder wall focal thickening, mild degenerative disease at l1-l2, right parapelvic renal cyst, scattered sigmoid diverticulosis without diverticulitis. Additional history, symptoms and physical findings were consistent with left posterior pleuritic chest discomfort. The patient was admitted to the hospital prior to implantation because of an acute onset of right lower extremity edema. The patient was found to have a significant right lower extremity dvt extending into the mid-thigh area. The filter was deployed via the patient's right common femoral vein. The filter was placed just below the takeoff of the renal veins. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, abdominal pain that causes worry, nightmares caused by fear, stress, anxiety and inadequacy.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from tilting of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.